Manufacturer narrative:
Investigation summary: no product was returned for investigation. Pericardial effusion: the cause of the clinical symptom was not determined due to insufficient clinical details. Tachycardia: in order to make a root cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the tachycardia was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1964716. Device history batch: subcomponent lot: n/a. Device history review: device with sn: (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. During wire manipulation across the aortic valve into the left ventricle, the patient developed polymorphic ventricular tachycardia (vt), likely due to wire contact with the coronary sinus. The patient was successfully defibrillated twice. Following defibrillation, the impella 5.5 was successfully positioned, ramped up, and functioned as intended. Vasopressor support was subsequently weaned, and the patient was transferred to the intensive care unit for continued management. The patient later experienced another episode of vt, which required synchronized cardioversion and was successfully resolved. A small pericardial effusion was later identified on computed tomography (CT), and a pericardial window procedure was performed. The patient¿s condition stabilized, and the impella 5.5 was subsequently weaned and explanted.